Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (13 mg/ml at minimum rate), bupivacaine (40mg/ml at minimum rate), clonidine (1300 mcg/ml at minimum rate), and unknown baclofen (600 mcg/ml at minimum rate) via an implanted pump. It was reported the pump was being programmed off because the doctor thinks it had malfunctioned. The pump was refilled on the 24th and shortly after the patient experienced somnolence and extreme paraplegia going up their legs. The pump was put on minimum rate mode, given narcan and the somnolence improved. The pump was aspirated and they got 24 cc's back out. The hcp wants the patient to go on oral medications and be on a "pump vacation."